Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while locked (cowl) after deployment. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. During the procedure, the clip was deployed onto the leaflets. After detaching from the clip delivery system (cds), the clip opened from fully closed to 30-40 degrees and the mr went from mild to moderate. However, the mr was overall reduced to grade 2. No additional clips were attempted to be implanted and the procedure was complete. There was no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported unintended movement (clip open ¿ locked) was unable to be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).